Event description:
The complainant had placed an impella cp for support of a cgs/ami and covid+ patient. The impella cp was placed when the ccl showed cad and undergoing pci. The cp accessed limb developed ischemia. The team placed bypass to restore flow to the limb. The pulses were worsening and toe color was poor. The pump was not removed and support continues to date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.